Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Nine days after the event onset, the patient was discharged from the hospital. Two days later, the patient was admitted to a rehabilitation facility. That same day, pd therapy was discontinued and the patient was transferred to hemodialysis. One hundred twenty seven days after the event onset, the patient returned to pd therapy. Approximately five months after the event onset, the patient recovered from the event. No additional information is available.